Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there were increased thresholds, noted at follow-up. The leads were removed from the device header, checked via a psa (pacing system analyzer) and re-inserted into the header. The setscrew could not be tightened and the device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported there were increased thresholds, noted at follow-up. The leads were removed from the device header, checked via a psa (pacing system analyzer) and re-inserted into the header. The setscrew could not be tightened and the device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there were increased thresholds, noted at follow-up. The leads were removed from the device header, checked via a psa (pacing system analyzer) and re-inserted into the header. The setscrew could not be tightened and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage and blood ingress in all connector ports was observed. It was noted that an original setscrew was found disengaged under a grommet.